Manufacturer narrative:
Additional lot # 7034508, additional expiration date 06/30/2018, additional manufacture date 02/03/2017. (B)(6). Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It is reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes underfill